Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia and emergency medical service dispatched him to the hospital on (B)(6) 2020 with blood glucose of 28 mg/dl. Customer wanted to report a problem with the insulin pump, it gave him too much insulin. Customer's fiance called him on tuesday but she cannot reach him so she called the police and found customer was unresponsive and ambulance personnel treated him with glucose at home. Customer called to report that the he was in coma since there was something on his insulin pump and when he checked his mail box he noticed the safety notice and check that the insulin pump reservoir retainer ring was broken. Customer stated that his low blood glucose was due to insulin pump's issue. Customer reported that his low blood glucose value resulted in coma, diabetic ketoacidosis, loss of consciousness and seizure. Customer had to stay in hospital overnight due to low blood glucose. The customer received treatment with insulin infusion drip, treatment with glucagon, insulin injection administered by health care professional. Customer was treated by ambulance at home with glucose, and made him throw up. Customer reported that the reservoir was showing same amount of insulin as showed on status screen. Troubleshooting was performed for the low blood glucose and cosmetic damage. Customer mentioned that the reservoir was able to lock in place. Insulin pump and reservoir will be returned for analysis.